Event description:
It was reported the pt underwent a percutaneous coronary intervention with stent placement in 2004 followed by an angio-seal device to seal the arteriotomy site. The pt became hemodynamically unstable, followed by resuscitation efforts, and died after approximately 20 minutes from retroperitoneal hemorrhage. An autopsy revealed 2 large and 4 smaller puncture sites, all on the anterior aspect of the common femoral artery, a venous puncture, and several liters of blood in the surrounding tissue. The angio-seal suture, collagen, and anchor were found deployed outside of the artery in the soft tissue. The pt was obese with a fat layer of approximately 2 inches. An introducer was present with the distal end in the soft tissue, not in a vessel. A pre-deployment femoral angiogram was performed, results not available.